Event description:
Evs (environmental services) associate was putting gloves on to clean a bathroom when her hand went right through the end of the glove tearing off the rolled wrist piece. No excessive force. This has occurred many times. We just switched to this glove and the products committee is discussing the problem this afternoon and probably switching gloves. We are contacting manufacturer today to report the issue.======================manufacturer response for glove, fit guard nitrile powder free exam gloves (per site reporter).======================we are contacting manufacturer today to report the problem.